Event description:
It was reported that prior to an angioplasty procedure, the hub of the guide wire inflation was allegedly disconnected when taken out of the hoop. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2024) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultrascore 014 dilatation catheter was received for evaluation loaded with balloon protector. During visual analysis, the strain relief was noted to be detached from the y-body. No hub detachment was observed. And no other anomalies were noted. Due to the nature of complaint no further functional testing was performed. As result of investigation, strain relief was dislodged hence the investigation was confirmed for the identified strain relief dislodgement and unconfirmed for the reported hub detachment. A definitive root cause for the reported hub detachment and identified strain relief dislodgement issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 04/2024), g3, h6 (device). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the hub of the guide wire inflation was allegedly disconnected when taken out of the hoop. The procedure was completed by using another device. There was no patient contact.